Manufacturer narrative:
There is no indication that the customer's request for replacement safety disks is related to the malfunction of the intra-aortic balloon pump. The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the drive pressure transducer. The fse then performed all functional and safety tests per factory specifications whereas the iabp successfully passed. The iabp was returned to the customer and cleared for clinical use. The fse also annotated that the customer requested two (2) safety disks for back-up due to high usage of the iabp. (B)(6).

Event description:
The customer stated that the intra-aortic balloon pump (iabp) had an electrical test failure code 52 (drive transducer offset failure) prior to patient use. There was no patient involved and no harm injury nor adverse event reported.